Event description:
About a month prior to the date of this report, it was reported that a patient stopped feeling stimulation a couple of months ago. It was noted that the patient was not doing too well with adjusting the device and the patient thought that stimulation should be turned up higher because she was not feeling the sensation she thought she should. It was reported that the patient¿s bladder urgency had returned but her frequency at night had decreased some. As of the date of this report, it was stated the patient received assistance from their manufacturer representative last spring and their concerns were resolved. It was also stated the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. The device was replaced on 2013-(B)(6). Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00fgd, implanted: 2012-(B)(6), product type lead. (B)(4).